Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. Analysis was unable to perform no delivery error test, occlusion test, and excessive no delivery tests. However, the unit received with operating currents within specification. The unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.